Manufacturer narrative:
Device evaluated by MFR: the product was returned stuck inside the concomitant-use balloon catheter. After disinfection, the wire insertion port of the balloon catheter was cut by about 1 cm and the product was able to be removed by pulling on the proximal end. At that time, a thrombus-like material was confirmed inside the balloon catheter together with the product. It was confirmed that the product was kinked at 20 mm and 125 mm from the tip and the core shaft was deformed into a wavy shape.

Event description:
It was reported that there was difficulty removing the device. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 190cm samurai guidewire was selected for use in a percutaneous coronary intervention (pci). The non-boston scientific balloon inflated to 26 atm and inflated it about 6 to 7 times. During withdrawal, the non-boston scientific balloon was no longer possible to retrieve and it became stuck on the samurai guidewire. The guidewire position was lost. The devices were removed from the patient's body together. The procedure was completed with a this device. There were no patient complications nor injuries reported.

Event description:
It was reported that there was difficulty removing the device. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 190cm samurai guidewire was selected for use in a percutaneous coronary intervention (pci). The non-boston scientific balloon inflated to 26 atm and inflated it about 6 to 7 times. During withdrawal, the non-boston scientific balloon was no longer possible to retrieve and it became stuck on the samurai guidewire. The guidewire position was lost. The devices were removed from the patient's body together. The procedure was completed with a this device. There were no patient complications nor injuries reported.